Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged copd and hospitalization with difficulty breathing/short of breath. The patient was prescribed prescription medication and taking nebulizer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. Patient has alleged copd and hospitalization with difficulty breathing/short of breath. The patient was prescribed medication and taking nebulizer. As per additional information received it was stated that the patient was diagnosed with copd many years ago and copd was caused as patient was a smoker and it was also stated that breathing began to get worse a few years ago. Also patient was hospitalized for exacerbation. No other clinical information was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 type of investigation findings and investigation conclusions has been updated.